Event description:
It was reported that the 9800 system displays a communication error boot-up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the workstation power supply to 5.15volts and performed numerous operational checks. The system operates as intended.